Event description:
It reported that after a da vinci assisted procedure, the tip-up fenestrated grasper instrument worked well until the end of the procedure. Though it maintained its functionality, the staff noticed that the "tie rod of one of the two branches of the grasper had frayed." Because the procedure was nearing the end, it was removed and another grasper was not used. This did not cause an injury or problems for the patient and the procedure was completed robotically.

Manufacturer narrative:
The tip-up fenestrated grasper instrument has been returned to intuitive surgical, inc. (Isi) for evaluation but analysis has not yet been completed.

Manufacturer narrative:
Device evaluation: the tip-up fenestrated grasper instrument was found to have a frayed grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.